Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing it was found that the bending section rubber had a pin hole. During the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the coating of the insertion tube of the subject device was partially peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Omsc could not review the manufacturing history record (DHR) because the storage period had expired. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to stress during use, external factors or handling.